Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an impedance anomaly and noise were observed. Lead was capped and replaced.